Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that, the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedances withing normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new s-ICD system or transvenous device. Furthermore, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was still high within normal limits. The physician and patient decided to proceed with a transvenous device. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that, the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedances "within" normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new s-ICD system or transvenous device. Furthermore, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was still high within normal limits. The physician and patient decided to proceed with a transvenous device. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedances withing normal limits. Technical services (ts) recommended to performed x rays, to find out if the patient has gained or lost weight. The physician may choose to do a shock with the current device to determine if they want to replace with a new s-ICD system or transvenous device. Furthermore, a defibrillation threshold (dft) test was performed, and the shock was successful, however the shock impedance was still high within normal limits. The physician and patient decided to proceed with a transvenous device. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.